Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii ver. 2 (ft3 v2) on two cobas 8000 e 801 module analyzers and a cobas e 411 immunoassay analyzer. The sample also had a discrepant result for elecsys ft3 iii (ft3) when tested on one of the e 801 analyzers. The specific date of the event is not known. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. This medwatch will apply to the ft3 assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the ft3 v2 assay. Refer to the attachment for all patient data. The sample was initially tested on the customer's e 801 analyzer on an unknown date. The sample was repeated on an abbott architect analyzer. The sample was also provided for investigation, where it was tested on a second e 801 analyzer on (B)(6) 2022 and on an e411 analyzer on (B)(6) 2022. The serial number of the customer's e 801 analyzer was requested, but not provided. The serial number of the e 801 analyzer used for investigation is 14d9-06. Ft3 reagent lot number 574388, with an expiration date of 30-sep-2022 was used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(4).

Manufacturer narrative:
Further investigations of sample ID (B)(6) determined it contains an interfering factor against the idiotype of the monoclonal antibody of the ft3 assay. This caused the falsely elevated values for the ft3 and ft3 v2 assays. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."